Event description:
Adverse event(s): "no harm reported" (no consequences or impact to pt). Product problem(s): "customer (surgeon) reported: the round sponge gauzes are very linty. " (foreign material present in device). The customer (surgeon) reported: the round sponge gauzes in his custom paks are very linty. No pt impact was reported. Add'l f/u info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with (B)(4) when add'l reportable info becomes available. (B)(4) .